Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle missing npe & difficult/unable to operate. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned photos of an open 5mm, 31g pen needle without the tear drop label with a pen. Customer states that the needle was missing the inside part that attaches to the ampoule and the medication did not come out. The photos were examined and exhibited a broken non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. Unable to perform DHR check due to an unknown lot number for needle missing npe & difficult/unable to operate. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver medication. This occurred on 6 occasions during use. The following information was provided by the initial reporter: customer reports: we received some complaints regarding the omnitrope needle. The patient reported that the omnitrope needle was missing the inside part that attaches to the ampoule, he only realized that it was missing after trying to apply it and the medication did not come out, thus causing the loss of the medication. Additional information: he reported that the part of the needle that should be attached to the ampoule was missing, said he was unable to apply it and when he removed the needle, it was when he realized he was without this part, he cannot say if it broke or if it was already without the needle.